Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Excessive force. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily tortuous, mildly calcified, mid, left anterior descending (lad) coronary artery with a 2.50 x 12 mm nc trek rx balloon dilatation catheter (bdc). Reportedly, the bdc was advanced toward the lesion, met resistance, force was applied and the shaft separated mid shaft. The bdc was removed from the anatomy as a unit with the other devices (guide wire, guide catheter) and a new unspecified bdc was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported separation was confirmed. The reported physical resistance could not be replicated in a testing environment as it was based on operational circumstances. It should be noted that the nc trek rx instructions for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. In this case, it is likely that the use of force during advancement of the bdc resulted in the shaft kinking and ultimately separating. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported shaft separation appears to be related to user error; however, the physical resistance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Returned goods analysis noted that the balloon had been inflated. The account confirmed that although resistance was met, the device did cross the lesion and the balloon was inflated prior to the shaft separating mid shaft. No additional information was provided.